Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 22ga x 1.00in 0.9mm x 25mm experienced a safety mechanism/needle disengagement (removal) difficult. Product defect was noted during use. The following information was provided by the initial reporter: it's noticed that needle disengagement difficult during needle retraction.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8332677. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample was subjected to ping and drag testing; testing results were unable to identify any deviations from product specifications. Similarly, a review of the manufacturing process was not able to identify and abnormalities that could have contributed to the reported failure mode. Based on our findings, the root cause for this complaint could not be determined at the conclusion of our review; bd will continue to track and trend for this issue. H3 other text : see section h.10.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 22ga x 1.00in 0.9mm x 25mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 22ga x 1.00in 0.9mm x 25mm experienced a safety mechanism/needle disengagement (removal) difficult. Product defect was noted during use. The following information was provided by the initial reporter: it's noticed that needle disengagement difficult during needle retraction.